Event description:
Livanova received report of a s5 gas blender malfunction. No additional information was provided and a reportable malfunction cannot be excluded. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The device was replaced with a new one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow-up communication, livanova learned that the issue occurred was that the device was not outputting gas at any setting despite the controls to change the display were working properly, gas source was available and gas connections were undamaged. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2018. Based on the investigation performed for similar cases, an incorrect gas flow delivered from the gas blender unit can be due to: improper hospital gas supply;a missed gas blender warm-up phase (user error); defective gas blender's component (gas mass flow controllers and relative flow sensor). Taking into account the available data, it cannot be excluded that the most likely root cause of reported event was a defective gas blender's components: gas mass flow controllers and relative flow sensor.

Event description:
See initial report.